Event description:
A patient was undergoing treatment for an avm procedure. Upon completion of the procedure when the neuron was being withdrawn from the femoral sheath, it was noted that the distal end of the neuron had broken off and was lodged in the femoral sheath.

Manufacturer narrative:
Device investigation: the catheter was returned in two pieces. The proximal section is 94.5 cm in length and shows some minor ovalizations along the shaft consistent with having been used. The break occurs as the shaft winding changes. The distal segment is 10.5 cm in length and was lodged in the introducer sheath when returned. After decontamination, the distal end could not be pulled out of the sheath without further deforming it. The distal section was removed by inserting a 0.070" mandrel into the proximal end of the sheath and pressing out the broken catheter. The entire length of the distal section is ovalized, showing a major axis of 0.092" and a minor axis of 0.069". The broken ends show stretching of both the wall material and the inner liner material. A 0.070" mandrel introduced into the hub of the proximal section can be advanced to within 1.5 cm of the break site. The 0.070" mandrel cannot be introduced into distal section. As a result of the break and the ovalization, the catheter is non-functional. Conclusion: the ovalization of the distal flexible section of the catheter caused it to jam in the sheath, which in turn resulted in a break in the catheter when pulled strongly to remove it. This conclusion is supported by the stretching seen in the wall and liner materials and by the localization of the break. The ovalization likely occurred in anatomy when the catheter was used during the procedure. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.